Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2022. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: per medical records received, patient also exhibited altr. Corrosion was observed at the stem-head interface intraoperatively. The trunnion was wiped clean and the stem was left implanted as it was well-fixed. The shell was also revised as the surgeon felt the patient "would benefit from revision to a larger cup which is more anteverted less vertical."

Manufacturer narrative:
Reported event: an event regarding altr and corrosion involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a female patient who underwent a primary total hip arthroplasty in 2011 with an accolade stem and a cocr femoral head. Patient developed symptoms and signs consistent with trunnion/head corrosion and altr. Approximately 10 years after the initial procedure, the patient required revision. I can confirm that the patient had the primary procedure and the revision procedure since I was able to review the operation reports for each. The root cause of this event cannot be determined with certainty. The root causes of trunnion/head corrosion and altr are multifactorial including surgical technique, especially the preparation or lack thereof, of the femoral head and trunnion before insertion. No particular preparation was performed in this case. Also contributing could be the patient's activity level and bmi, as well as implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels, altr, and corrosion. The shell was also revised to improve positioning and increase to a greater size for more optimal liner and head options. A review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a female patient who underwent a primary total hip arthroplasty in 2011 with an accolade stem and a cocr femoral head. Patient developed symptoms and signs consistent with trunnion/head corrosion and altr. Approximately 10 years after the initial procedure, the patient required revision. I can confirm that the patient had the primary procedure and the revision procedure since I was able to review the operation reports for each. The root cause of this event cannot be determined with certainty. The root causes of trunnion/head corrosion and altr are multifactorial including surgical technique, especially the preparation or lack thereof, of the femoral head and trunnion before insertion. No particular preparation was performed in this case. Also contributing could be the patient's activity level and bmi, as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2022. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.